Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient) (B)(4) (false (B)(6) result).

Event description:
The account generated a false (B)(6) architect hbsag result of (B)(6) for one patient (sid (B)(6)). The same patient sample tested (B)(6) four times ((B)(6)). The issue was determined to be due to the wash zone 1 manifold positioning on the architect i2000sr analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
A malfunction of the wash zone manifold was identified on the customer's architect i2000sr analyzer which was resolved by abbott field service by properly aligning and securing the manifold. Quality metrics and architect system labeling were reviewed. Current labeling provides troubleshooting assistance and identifies issues with the wash zone as a potential source of error. A deficiency of the system was not identified.